Event description:
Customer reported the reservoir was leaking. Customer's blood glucose was 174 mg/dl. The leak was located at the second o-ring. Customer state the reservoir was not inserted in the device. The barrel was not cracked or split. Customer reported the o-ring was warped. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.